Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in a cytodiagnosis procedure. According to the complainant, when the physician attempted to insert the brush over the guidewire (manufacturer unknown), he felt resistance and was "unable to insert". The procedure was completed with another rx cytology brush. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; resistance retracting the brush. Since initial MDR has been filed, boston scientific has received additional information. It was reported to boston scientific corporation on (B)(6), 2010, that the rx cytology brush was able to be advanced over the guidewire; however the brush was unable to be passed through the working channel of an olympus endoscope. The patient¿s anatomy was reported to be tortuous. Despite attempts, boston scientific has been unable to confirm the size of the working channel of the endoscope, as well as the position the endoscope was in when the brush would not advance. The physician alleged no malfunction with the guidewire. The same guidewire and a second rx cytology brush were used to complete the procedure. This event remains reportable based on the investigation results, previously sent on (B)(6), 2010.

Manufacturer narrative:
Additional information: patient's exact age is unknown; however it was reported that the patient was over the age of (B)(6).

Manufacturer narrative:
A visual evaluation of the returned device found that the thumb ring cannula was bent slightly. The working length of the device was found to be bent and kinked in multiple places. A functional evaluation found that the brush could be extended and retracted with resistance being felt due to the working length damage. A second functional evaluation found that an 0.035 inch guidewire could not be passed through the working length of the device due to it exiting at one of the bends in the working length. The guidewire exited the extrusion near the distal end of the guidewire channel. It appears that due to the kinks and/or bends in the device the guidewire would not pass through it. The kinks and bends appear to be due to insertion of the device into the scope or due to attempted use. Based on the investigation findings of the returned device the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A lot history search was performed and found no other complaints against the reported lot number. (B)(4).

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use in a cytodiagnosis procedure. According to the complainant, when the physician attempted to insert the brush over the guidewire (manufacturer unknown), he felt resistance and was "unable to insert". The procedure was completed with another rx cytology brush. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; resistance retracting the brush.